Event description:
A malfunction alarm was reported, identified as malfunction code 9. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to call back if the issue happens again, which the customer understood.